Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using bd max¿ system, bd max¿ instrument ¿false positive curves are obtained. There was no report of patient impact. The following information was provided by the initial reporter: during preventive maintenance the customer mentioned many unr/ind occurring and also noted false positive curves on exebp d.1. Medical device brand name: bd max¿ system, bd max¿ instrument h.6. Investigation: a "false positive" and "unresolved result" complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). During pm, customer mentioned that prior to the pm, they had received numerous, unr/ind and false positive on exebp. Review of database prior to the completion of pm on (B)(6) 2021, confirmed that the instrument did receive numerous unr/ind and false positive. No actions were taken as the pm had resolved the issue. Follow-up call verified that issue was resolved. The complaint is confirmed. Root cause cannot be determined with the information provided. No parts were returned to bd for investigation. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positive curves are obtained. There was no report of patient impact. The following information was provided by the initial reporter: during preventive maintenance the customer mentioned many many unr/ind occurring and also noted false positive curves on exebp.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ instrument, remanufactured false positive curves are obtained. There was no report of patient impact. The following information was provided by the initial reporter: during preventive maintenance the customer mentioned many unr/ind occurring and also noted false positive curves on exebp.